Event description:
Customer reported receiving a no delivery alarm followed by a motor error alarm on the insulin pump. Customer reported that the motor error alarm occurred during basal. Customer stated that the insulin pump began to buzz and instructed him to rewind, however, he was unable to fill the tubing due to having already removed the reservoir. Customer stated the he left the tubing in place, so he kept receiving no delivery alarms. Blood glucose level was 261 mg/dl following the no delivery alarms and was 85 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.